Event description:
It was reported that, "pt called to report that whenever he walks he is experiencing clicking from his knee. Other activities like exercise bike, this does not happen. Only during walking. No pain. Pt wants to know why this is clicking and if this is to be considered normal. Pt was told that he will be asked for x-rays and medical records. Pt does not want the surgeon to be notified. He wants an answer as to why this is clicking, or if this happens often to other people."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.